Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the surgeon completed the phaco part of the procedure, but when moving on to cortex, fluid management system was unable to obtain any irrigation, vacuum, or aspiration during the cataract-without-intraocular-lens implant surgery. The surgery was completed the same day. Initially, the irrigation/aspiration tip (a non-alcon tip) was replaced and tested, but it still did not function. The product was then replaced with the fluid management system and reprimed, allowing the surgery to be completed. There was no impact on the patient. This report pertains to cassette involved in the complaint.